Event description:
Clinical report states that patient experienced migration and loosening and subsidence of the tibial component, but has not yet been revised. Osteolysis was also noted. Update - complaint has been reopened because the patient was revised 07/31/2012 due to osteolysis, poly wear of the patella, and loosening of the tibial tray at the cement/implant interface. Depuy cement was used in the primary surgery. Doi (B)(6) 2006 - dor (B)(6) 2012 (right knee). Update: 09/25/2012- medical records received.

Manufacturer narrative:
Medical records and x-rays were provided and reviewed. A search of the complaint database for the newly added product did not show any additional reports against the provide product and lot codes. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.